Event description:
Customer called in to report that the transformer for her pump in style pump fell apart in her hand when she went to unplug last night. The housing came apart at the screws.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the f/u with the customer she stated that she used the transformer for 5 months and where the screws met the plastic the entire case fell apart. The customer stated that there was no smoke, fire or spark and there was no injury sustained from the result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.